Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer suspended insulin delivery but lost consciousness and was transported to the hospital. Customer's bg was 25 mg/dl. The customer was treated with a glucose drip. Reportedly the issue was resolved and there was no permanent damage. Customer remained hospitalized at time of report. Multiple attempts were made to obtain hospital discharge date; however, the information was not provided.